Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a solitaire fr encountered resistance in the proximal end of the rebar 27. During the stent delivery process during the surgery, it was found that pushing was difficult. After removing the stent, it was found that the connection of the stent delivery rod was kinked. After replacing the stent, the surgery went smoothly. It was noted the vessel was not tortuous. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for ischemic stroke in the left internal carotid artery c5 segment. Patient condition: mrs baseline: 4, mrs procedure: 4, nihss baseline: 25, nihss post procedure: 15, tici baseline: 2, tici post procedure: 3. It was noted the patient's vessel tortuosity was moderate. IV tpa was not contraindicated. There was 1 pass with the device. Stroke onset to reperfusion time was 4 hours. Ancillary devices include a medtronic rebar 27 microcatheter.

Event description:
Additional information received reported that they were unsure of the cause of the resistance, felt resistance when pushing forward, and found the tip was kinked after pulling it out. A continuous saline flush was administered and maintained as indicated in the IFU. There was no kink or damage on the catheter. The proximal guide wire was not damaged, but the connection between the stent and the guide wire was kinked in the distal segment. The tip of the solitaire sheath was secured into the hub of the microcatheter. After replacing the stent, the catheter was used normally.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.